Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: complaint 1 of 2: 2022-001726. Complaint 2 of 2: 2022-001768 [MFR #2027111-2022-00729]. [User facility] "this is the second hand-piece that was opened after the 1st one that was not delivering energy properly as reported in the previous pcf for lot #1442250 the energy was not delivered properly, meaning it was delivered in a slow manner no changes in health resulting from the event replaced with a new one where it worked perfectly" new info received on 15-jul-22 " as reported by the nurses who were operating with the surgeon, the voyant was giving an alarm that it is sealing on the generator. However, between the jaw it was not delivering the needed amount of heat, time and pressure to complete the sealing cycle." Additional info received on july 20, 2022 "yes, because both hand pieces were used on the same day and the same procedure. Hence, we can send the same clarification." Intervention: the hand piece were replaced with a new one patient status: patient status is fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: complaint 1 of 2: (B)(4), complaint 2 of 2: (B)(4). [User facility]. "It was used for sealing between the stomach and omentum. After locking the voyant jaws, and after the surgeon started to activate the sealing, the energy was not delivered properly, meaning it was delivered in a slow manner no changes in health resulting from the event only the voyant was used when the complaint event occurred." Additional information received via email on (B)(6) 2022: kindly note that no product was found to be returned additional information received via email on (B)(6) 2022: "as reported by the nurses who were operating with the surgeon, the voyant was giving an alarm that it is sealing on the generator. However, between the jaw it was not delivering the needed amount of heat, time and pressure to complete the sealing cycle." Additional info received via email on (B)(6) 2022: "yes, because both hand pieces were used on the same day and the same procedure. Hence, we can send the same clarification." Intervention: the hand piece were replaced with a new one. Patient status: patient status is fine.